Event description:
It was reported that the user stated the ilet would take too long to charge, and the user was not connected to the device at the time, preventing troubleshooting or confirmation of a charging malfunction. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to health or need for medical care. Investigation included an attempted remote assessment that could not proceed because the device was not in use and no additional information was available. Investigation of this case revealed insufficient information to confirm a device malfunction or component issue related to charging performance. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to lack of available evidence.